Event description:
The customer reported that erroneously low creatinine (crem) results were generated from a unicel dxc 800 synchron system for approximately sixty patient samples. The customer did not provide patient data associated with this event. Results for one patient were verbally communicated. The initial crem result for this patient was low and upon repeat on another instrument, the crem repeat result was higher and considered valid. This crem result was not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The other approximately sixty patient initial crem patient results were low, and upon repeat testing (post troubleshooting), generated higher results which were within the normal reference range of the analyte, and regarded as valid. These initial crem results were released from the laboratory. Upon repeat, amended reports were generated. There were no reports of death or serious injury, and there was no modification to patient treatment associated or attributed to this event. The customer indicated experiencing creatinine (crem) calibration and quality control issues during the timeframe of the event. No sample collection/handling information, patient demographic or instrument/chemistry performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event as the customer did not request service. The beckman coulter inc. Representative recommended cup maintenance, then lamp calibration followed by regular calibration. The customer completed these activities and during troubleshooting noticed that the lamp was out. The customer replaced the lamp assembly. Upon completion of the necessary and verified repairs the instrument was returned back into operation. It was at this time that the approximately sixty erroneous crem results were identified via repeat testing. The roots cause of this event was an affected lamp.